Event description:
It was reported that the intraocular lens (iol) was put in the eye and taken out and replaced. The surgery center threw the iol away. No further information was provided.

Manufacturer narrative:
Section a2, a3b (gender), a4 and a5: unknown, information was requested but not provided. Section d4: serial number: unknown/not provided. Section d4: catalog#: unknown, as product serial number was not provided. Section d4: expiration date: unknown as product serial number was not provided. Section d4: UDI number: the unique identifier (UDI) number is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. Section h6: device code: 3191 - appropriate term/code not available was used to capture "unspecified/other w/ patient involvement" attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.